Manufacturer narrative:
A good faith effort attempt confirmed there was no sound coming from the device. The philips field service engineer (fse) went onsite, checked the device and determined the speaker assembly is defective and required replacement. The fse replaced the defective speaker and tested and verified the unit is working to its specification. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The device was operational to its specification after the defective speaker was replaced. The device remains at customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone#: (B)(6). E1: reporter phone# :(B)(6).

Event description:
It was reported the mx500 patient monitor displays a speaker malfunction error message and no sound was coming from the device. The device was in use on a patient. There was no patient or user harm.